Manufacturer narrative:
The manufacturing date and use before date could not be located in the manufacturing database. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead dislodged during implant and was repositioned during same procedure. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that dislodgement occurred during the implant of the pacing lead. The lead was explanted. No patient complications have been reported as a result of this event.